Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to reproduce the reported issue. To resolve this issue, the stm opened the panels and rebooted the system and this resulted in the display working, but the iabp continued to alarm "maintenance required code #5". The stm performed calibration per chapter #4 in the service manual and that addressed the problem and cleared the "maintenance required code #5". The stm further trouble-shooted the blank screen and it appeared that one of the cables was pinched or a connector had pressure put on it causing it to lose communication with the display monitor. The stm then determined that one of the power connectors was applying pressure to the main board, causing loss of communication with the user interface. To resolve this issue, the stm adjusted the cables so as not to apply pressure to the printed circuit boards and other cables. All functional and safety tests were passed to factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) was blank when the unit was turned on, and also produced a loud alarm. There was no patient involvement and no adverse event was reported.